Event description:
When adding more fluid to pediatric IV tubing with burette chamber, chamber broke open with pieces falling into burette. Stopped fluids and changed IV tubing. No harm to pt but this is the third chamber that broke within 4-5 months. Do not have packaging with product but decided to send this report anyway since it was the third one.